Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump yielded a result of 27 psi for a downstream occlusion test during preventive maintenance. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion test yielded a result of 27 per square inch for downstream occlusion test which were reproduced during evaluation and found to be caused by an out of specification force sensor which was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.